Event description:
Seventeen months postoperatively, the patient presented with chest pain and tested positive for cocaine and opioids. An echo revealed bioprosthetic aortic stenosis and mitral insufficiency and blood culture results revealing alpha hemolytic strep. The patient was started i.v. Antibiotics (gentamicin 60 mg i.v. , rifampin 300 mg tid and vanco 1 g every 8 hours). The patient complained of right leg numbness and an angiogram at the time indicated an embolism in the right femoral artery. The patient was given heparin and taken to the operating room for an embolectomy. The valve was explanted and a non-sjm bioprosthesis was implanted. During the procedure the following were observed: severe adhesions, infection of the bioprosthetic valve, a subaortic annular abscess and suspected obstruction of the left main coronary artery. Overnight the patient required a transfusion of packed red blood cells due to low hematocrit levels; however, the patient was given ceftriaxone and gentamycin to treat endocarditis post-operatively.